Event description:
Lawsuit has been filed alleging that this bone cement cured prematurely during total knee surgery; 1996. Suit also claims surgeon's cement technique was inappropriate; resulting in excess cement use; creating a femoral fracture and adhesions requireing more surgery. No depuy product number has been provided. Control (lot) numbers of w033l; wo32l and t126l were provided. The product is manufactured by cmw; but distributed by wright medical. Wright medical is also the holder of the PMA.